Event description:
It was reported via repair work order that the brakes would not lock due to broken caster stems. It was also reported that the power cord ground prong was bent. It was further reported that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.